Event description:
The complainant reported a purge cassette leak during support that was resolved after removing/replacing the cassette. A placement signal not reliable alarm occurred days later, however, support proceeded uninterrupted. Additionally, the customer reported that the patient experienced bleeding from the mouth and nose that required multiple units of blood. The nasal and nose passages required cauterization. The patient also had a fever/infection and was prescribed antibiotics. The patient also experienced rounds of ventricular fibrillation; the physician tried to reposition the device and this did not resolve the issue. Care was withdrawn and the patient died.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the purge cassette issue and the optical signal issue has been completed. The cause of the priming issue was an rfid programming issue. The cause of the optical signal issue was sensor silicone wear. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.